Event description:
It was reported that there was difficulty charging the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer did not have the pump available at that moment to troubleshoot. Caller mentioned that she lost charging cable to charge pump, cts to send link to cx's email to buy charging cable from amazon. No further actions needed.